Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic bronchofibervideoscope's distal end of the scope was severely damaged, with the mechanism at the distal tip compromised and internal wires and controls exposed. The issue occurred during reprocessing immediately following an ion procedure. There were no reports of patient harm.